Event description:
On 1/31/95 received phone call from pt concerned about his explanted tibial insert portion of total knee prosthesis. Pt developed knee problems after slipping of some ice. Consulted with 2 orthopedic surgeons who discovered ostiolysis & a crack. Obtained 3rd opinion at clinic & underwent removal of the 8mm tibial insert & replacement with a 12mm insert. Operative report describes synovitis from polyethylene debris. Tibial polyethylene component showed nearly full-thickness wear in anteromedial aspect.